Event description:
The cryolife rep handling case thought that the surgeon used sutures that were too small and sutured partly in muscle instead of annulus resulting in bleeding at proximal line and resulting in tearing of the valve. The homograft was removed and replaced intra-operatively.